Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that he changed the infusion set at night and the cannula did not insert. It was bent and it affected insulin delivery. The following day, he experienced high blood glucose level, was throwing up for almost 30 mins and felt severely thirsty. Furthermore, the meter was unable to read the patient's blood glucose level. Subsequently, on an unknown date in the (B)(6) 2018, the patient was admitted to the intensive care unit for diabetic ketoacidosis and the meter read 722 mg/dl at the hospital. The patient stayed in the intensive care unit for a couple of days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.